Event description:
Donor's spouse notified the plasmapheresis center in 2004, that pt was admitted to the hospital that day at 4:00 pm with a diagnosis of bacterial sepsis (origin of infection unknown). Spouse stated that, 4 days ago at approximately 7:30 pm, pt experienced fever, chills, and vomiting. Pt symptoms continued and became worse over the next few days. Donor was admitted to hospital, 4 days later. Center indicates that during the donor's last donation (approximately 12:00 noon), they developed signs/symptoms that consisted of paleness, dizziness/lightheadedness, nausea/vomiting, blurred vision and sweating. Therefore, the plasmapheresis procedure was discontinued after only 103 ml of plasma was collected. The total plasma volume that had been programmed for collection was 825 ml. Their vital signs (blood pressure, pulse and respirations) were stable during this event with no evidence of hypotension or bradycardia. Donor was treated with 500 ml of saline and oral fluids. The donor was counseled in regards to diet and hydration prior to the procedure. Donor was released feeling well at about 12:23 pm. No further information has been provided.